Event description:
It was reported that the patient presented for an implant procedure. The right ventricle lead to be implanted was inserted into the patient but the lead was not located at the target area. Attempt to reposition the lead was made. The lead was screwed out of patient's heart but the lead tip was stuck with the heart tissue and could not retract the helix. Then the physician tried to extract the lead by turning counterclockwise and manual tension until the lead was out of the patient body. The fibrotic tissue was found at the end of lead tip. The lead helix was deformed. The lead was alleged for mechanical problem and difficulty to set up or prepare. The right ventricle lead was replaced during the same procedure on (B)(6) 2023. No patient consequences.

Manufacturer narrative:
The reported events were of helix mechanism issue and unable to implant. As received a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual and x-ray examination found the helix severely stretched and the inner and outer coils stretched consistent with procedural damage. The cause of the reported event of helix mechanism issue was isolated to the damaged helix region. All damage noted to lead was consistent with occurring at time of procedure.